Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at 12atm. The procedure was completed with another of the same device. No patient complications reported.